Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ prn adapter and "terumo" catheter connection was loose and drug leaked from it during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "after terumo catheter placement. Drug leaked from the connection. The issue occurred frequently."

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9115871. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although the photograph shows the reported failure mode occurring, no abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. Unfortunately based on the results of the leakage test, the root cause for this complaint could not be determined at the conclusion of our review; bd will continue to track and trend for this issue.

Event description:
It was reported that the bd¿ prn adapter and "terumo" catheter connection was loose and drug leaked from it during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from japanese to english: "after terumo catheter placement. Drug leaked from the connection. The issue occurred frequently".